Event description:
At the implantation procedure, it was reported that there were difficulties securing this lead in the screw-in mechanism on the ICD header. It was attempted serveral times before a new device was used. Therefore, the lead was not implanted.